Event description:
Inappropriate shocks were observed due to a suspected lead fracture. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.